Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus china. Olympus china checked the subject device and found that the reported phenomenon was duplicated due to the failure of the connector by the failure of the printed-circuit board. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc concluded that the reported phenomenon was attributed to the failure of the printed-circuit board. The exact cause of the failure of the printed-circuit board could not be conclusively determined. However, there was the possibility that it was attributed to the accidental failure of the electronic components because similar event was not tendency of to be frequent occurrence.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a therapeutic procedure, it was found that there was no output from the sdi 1 and the image was not displayed on the display of the subject device. The subject device was used with a video system center (cv-290). The user completed the intended procedure with the subject device. There was no report of patient injury associated with the event.